Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "fell on an arm of a chair, on my shoulder and it is bruised real bad, right by the implantable pulse generator (ipg)". The patient is concerned over the possible malfunction of the ipg due to the fall. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.